Manufacturer narrative:
The devices involved in the event will not be returned for evaluation, they remain implanted in the patient. If additional information pertinent to the incident is obtained, a follow-up report will be submitted.

Event description:
Up computed tomography (CT) showed the patient had significant thrombus in the distal aorta causing stenosis of the main body graft. The physician is electing to monitor the patient. There is no secondary intervention scheduled or planned. There have been no additional adverse events reported for this patient.

Manufacturer narrative:
At the completion of the clinical evaluation and based on the information received, there was substantial evidence to support the following reported events: aortic stenosis and no repair intervention. Additional findings included: at implant, re-admission one day post-implant (or, extended hospital stay 20 days) and two months post implant, bilateral claudication, bilateral lower leg occlusions, and planned surgical intervention. The most likely cause of the inadequate stent graft patency was the pre-existing small aortic lumen diameters and heavy thrombus burden (off-label conditions at the neck), the severely calcified, and stenosed bilateral iliac arteries (cautionary product use), despite long term anticoagulant and antiplatelet therapy. To date there was no indication of a repair procedure, however, an order for a surgical consultation regarding a vascular bypass was documented. Procedure-related harms and the final patient disposition could not be ascertained due to the lack of medical information. There were no reports of further negative patient sequelae. Notably, there was an extended hospitalization post implant of 20 days, or a re-admission to the hospital after the first post operative for an unknown reason. The patient was discharged home in stable condition on the 19th day, on anticoagulation and antiplatelet therapy. The manufacturing lot review confirmed all devices met specifications prior to release. This complaint is not CAPA eligible at this time. These types of events will be monitored and trended as part of the quality system. (B)(4).